Event description:
Patient undergoing coronary artery bypass graft and mitral valve surgery. The patient's blood pressure dropped and the surgeon requested for the anesthesiologist to put the patient in trendelenburg and the bed did not function. The bed had to be manually placed on trendelenburg.